Event description:
It was reported that the patient presented after receiving a notifier. It was noted that the right atrial lead exhibited low impedance. Noise was also noted on the lead. The patient presented for a lead revision procedure. After the lead was disconnected from the device, it tested normal. Physician noted that the insulation was damaged near the connector pin. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead noise and low impedance were confirmed. The lead was dissected at 22.0 cm from the connector pin. The outer insulation and outer coil were removed on the proximal end. An abrasion was noted on the inner insulation (B)(4) cm from the connector pin, exposing the inner insulation. The reported events of lead noise and low impedance was isolated to the inner and outer coil shorting in the abraded region.